Event description:
Reportedly, the home monitor seemed disconnected when trying to connect to a gali pacemaker in order to send data to the hospital. The led went off. Preliminary analysis of the returned device did not reveal any issue: pairing and proper communication could be performed successfully.

Manufacturer narrative:
Upon reception, the subject home monitor was tested and normal device functioning was observed. The analysis revealed that since 05 oct 2021, during the daily self-check, the communication attempt between two software components of the home monitor was failing. The role of one of these components (the library) is to manage the communication with the implant, explaining why, following the test failure, it was not possible to connect to the gali device. The root cause of home monitor internal communication failure most probably originated from a hardware issue. This is an isolated case.

Event description:
Reportedly, the home monitor seemed disconnected when trying to connect to a gali pacemaker in order to send data to the hospital. The led went off. Preliminary analysis of the returned device did not reveal any issue: pairing and proper communication could be performed successfully.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.